Manufacturer narrative:
Concomitant medical products: olympus visiglide2, 0.025 inch wire guide. Investigation evaluation: our laboratory evaluation of the product said to be involved confirmed the report. The device was visually examined and there were no kinks/bends in the catheter. There was a clear liquid still inside the tubing. When the device was functionally tested, the handle would move slightly. The device was disassembled and it was noted that the drive wire disconnected from the handle and there was nesting in the hub. For further evaluation of the drive wire cable and basket, the catheter was cut to push the drive wire cable out of the sheath. The basket is fully formed and intact. Solder is present on the handle cannula at the joint. No other anomalies were detected with the device. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: a definitive cause for this observation could not be determined because the actual use conditions could not be duplicated in the laboratory setting. Due to a variety of clinical conditions such as patient anatomy, endoscope position or progression of disease state, we could not reproduce the actual conditions of product usage during our laboratory analysis. This limits our ability to conclusively determine a cause. Basket advancement/retraction difficulties and nesting of the drive wire can occur if the device experiences excessive pressure. Resistance in basket movement and bends in the catheter can occur if the elevator of the endoscope is used to deflect the device at a sharp angle. The instructions for use indicate: "advance device through channel, in short increments, until basket sheath exits endoscope." The instructions for use state: "confirm desired position of basket sheath relative to target. Advance basket out of sheath. Caution: pulling on sheath while advancing or retracting basket may damage device, rendering it inoperable." Prior to distribution, all memory ii double lumen extraction baskets are subjected to a visual inspection and functional testing to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available.

Event description:
During a stone removal procedure, the physician used a cook memory ii double lumen extraction basket. The device was advanced to the common bile duct through the papilla over another manufacturer's wire guide to remove bile duct stone(s). When the user opened and closed the basket inside the bile duct, the handle became immovable [unable to advance/retract basket]. Therefore, another manufacturer's device was used instead to complete the procedure. There were no adverse effects to the patient reported. There was no reportable information at this time. The device was received on 30-may-2019 and the evaluation determined that the drive wire was separated. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.